Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient has gotten an out of regulation (oor) message on the programmer twice. Troubleshooting was planned for 2018-aug-29. There was no dysfunction from the patient. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: neu_unknown_, lead, lot# unknown, product type: lead; product ID: neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. The patient's indication for implant was stated to be parkinson's disease. It was reported that there was high impedance of over 40,000 ohms on electrode three when in unipolar mode. When the patient is programmed on bipolar settings with electrode 3 they have a lot of twitching and big movements in the right hand. The patient stated that they have had a poor outcome since being implanted. They have had no lesion effect. There is almost no effect from stimulation. It was noted that the cause of the impedance issue is believed to be a break in the system from the extension or the lead. The patient was programmed around electrode three, and if that does not work then they will re-operate and search for a system failure. The oor was seen on the patient programmer, and the message has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hcp did some troubleshooting and the issue was resolved. There was no operation needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the patient's settings were 2.5 v, 60 usec, 130 hz on the left stn and 1.5 v, 60 usec, 130 hz on the right stn. Left stn monopolar impedance c/1 was out of range at 5117 ohms, and bipolar impedance on 0/1, 0/3, 1/2, 1/3 were out of range at 6548, 4153, 5975 and 7665 ohms, respectively.